Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our device - modutec. It was stated the corner of the table have lost its paint due to damage. This damage was caused by impact to other objects. Photographic evidence confirmed that issue and also indicated that rust occured on the back of the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our device - modutec. It was stated the corner of the table have lost its paint due to damage. This damage was caused by impact to other objects. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Defective parts (ard517001470 end piece for shelf grey were replaced and device returned to usage. Based on the information collected, it was established that when the event occurred, the device did not meet its specification, due to paint peeling, which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information indicate, the device was not being used for patient treatment, while issue occurred. It was found during annual maintenance. A root cause analysis was performed by subject matter experts. It was established that: as mentioned in the complaint "the damage is due to impacts from patients' belongings, because it is the corner closest to the patient and the other corners are not damaged" indeed, the paint damages on the corners were caused by impacts from objects placed on the modutec table. As the other corners are flowless this is the only root cause. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. **UDI related data quality updates** the unique identifier (UDI) # information is not available since the device was manufactured before september 2016.

Event description:
Manufacturer's reference number (B)(4).